Manufacturer narrative:
Added information to section d4 (expiration date), d9, h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data h6 (type of investigation): "4114 - device not returned" code removed. H3: evaluation summary. The subject device was returned for evaluation. Customer report of "red particles" was confirmed. Valve was examined prior to decontamination; multiple red particulates of approximately 0.25 mm were observed on all three leaflets at the inflow aspect. The particulates were not rinsed off during rinse procedure per IFU and were isolated for further analysis. X-ray demonstrated wireform intact. The valve remained attached to the holder and all three green sutures were intact at the cutting channels. No other inconsistencies were observed on the leaflets or valve. Findings were aligned to customer pictures. Ftir analysis was performed on the particulate and ir spectrum of unknown material showed similar absorption characteristics when comparing to kaolin material. Review of the ftir test results determined that the residue had an 81.19% match with a kaolin like material, which correlates to a close match of the functional group silane. H10: additional manufacturer narrative: after a review of the materials listing for model 3300tfx, there does not appear to be a similar material to kaolin/silane in the manufacturing process. In addition, there is no fixtures/bom used in the manufacturing process that are red in colour. Thus, it is unlikely that the red particulate originated from those materials in the manufacturing process. It is possible that the particulate originated from a material used during the procedure. A DHR review was performed and no related non-conformances were found. Current mitigations are in place to detect and reject particulates/ fibers. Based on the information available, the reported complaint of red particulates was confirmed; however, a root cause cannot be conclusively determined as the origin of the material is unlikely to be from edwards. An edwards defect has not been confirmed.

Event description:
Edwards received notification that this valve model 3300tfx21mm was not implanted because it was found to have "red particles" on the surface of the leaflet. The issue was detected after opening the jar. Reportedly, the valve was rinsed for 2 minutes as per IFU but the particles were not eliminated. Additionally, the surgeon tried to quit one particle and he needed a dissection forceps to remove the strange material, that was described "like fiber". Thus, decision was made not to implant the device. As reported, the valve was not in contact with anything after taking it out from the jar. The tagalert was showing ok and the tamper seal was correctly closed before use. Another valve of the same model and size was successfully implanted in replacement without complications for the patient who was noted as to be hospitalized in stable condition after procedure.

Manufacturer narrative:
E1: reporter name and address. Address : line 1: (B)(6). H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.